Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump received compromised force sensor system alert. The customer¿s blood glucose level at the time of incident was 15.1mmol/l which was treated with bolus and current blood glucose was 6mmol/l. The drive support cap was normal. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Pump received unable to performed the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test or verify the compromised force sensor system alarm due to cracked/detached end cap noted.